Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent implant got dislodged inside the protective sheath. However, as it was not noted that the stent had come off the stent delivery system (sds), the 2.5 x 18 mm mini vision sds was advanced towards the lesion and inflated. As the lesion was not fully dilated, ivus was performed to reveal the stent implant was not there. The guiding catheter and the other devices were checked and finally, the dislodged stent implant was found inside the protective sheath. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - quality engineering was unable to perform an eval at this time. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the stent implant. There was contrast on and in the balloon, on the outer member, and in the inflation lumen. The stent implant was returned dislodged from the balloon. There was no other damage noted to the stent implant. There was no adhered substance noted to the surface of the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The orange protective sheath was returned. There were no anomalies and adhered substance in the inner lumen of the returned protective sheath. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met mfg criteria. Pin gauges were used to measure the inner diameter of the returned protective sheath.